Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 536 mg/dl. Customer stated that pump is having trouble changing her site and noticed high blood glucose level. The customer had symptoms such as headache and was treated with injection. Customer's blood glucose value was 536 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also stated that she has been having a lot of lows and a lot of highs. Customer stated that she had a low blood glucose this morning was 74 mg/dl and was treated with food customer declines to troubleshoot for low blood glucose and customer blood glucose is still going high. The product was not returned for analysis.